Event description:
It was reported that four weeks post procedure patient was undergoing a routine follow up exam and it was noted that the patient had dehiscene along the suture lines of the incision. Doctor was able to see the graft. No problems were noted during procedure, doctor had closed with chronic suture 3-0 running stitches. Patient was taken back to surgery and the graft in the wound area was dissected to get clean margins and the incision site was closed back with 2-0 vicryl sutures. Patient is being treated with antibiotics. She had been placed on estrase cream for one month prior to surgery. No further problems have been reported, patient is healed and doing fine. Procedure: urological.